Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappears, which the customer acknowledged and understood.